Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The system was found to have an intermittent boot up issue. Upon boot up, the generator would start beeping and would not fully boot. Also, the hand switch initially failed during testing. The system control board was replaced to address these issues, and the issue was resolved. The replaced part has not been returned for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was restored and the imaging system was returned to the customer for normal use.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to take 2d images. A beeping sound could be heard coming from the system. The x-ray and motion batteries both showed sufficient charge levels. The system was rebooted several times without resolution, and the use of medtronic imaging and navigation was discontinued. The procedure was completed successfully with less than 1 hour delay, and no patient impact was reported.

Manufacturer narrative:
Medtronic investigation of returned suspect system control board finds that testing was unable to confirmed the event. The system control board was installed on the test imaging system. The system readied as expected and functioned as expected. The 2d and 3d imaging acquired using the handswitch over a period of time was consistently successful, as was the store feature. No fault found. A medtronic representative replaced and returned the standalone board. Medtronic investigation of returned suspect standalone board found the board fails bench testing. The outputs for tp 24 and tp25 (110 vac) have no voltage present with ac power applied. Relay and varistor pass dvm test. Noted at bench test that the cooling fans are slow to turn on. The powerboard was confirmed to be caused by an electrical failure.